Event description:
The doctor removed his foot from the foot switch but the handpiece continued to activate and was hot to hold. The esu and accessories were all switched out. There was no evidence of a burn under the dispersive electrode.